Manufacturer narrative:
H3 other text : third party service center.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. The device's system board was replaced to address the issue.